Manufacturer narrative:
B3: unknown; no information has been provided to date. The pump was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was duplicated, and a cracked rear housing and damaged dso sensor were found. The ehl was downloaded/inspected, and no other additional problems were found. The most probable cause was found to be a faulty mp board. The mp board, dso sensor and rear housing were replaced in order to correct the issue.

Event description:
It was reported that the device is for repair. There was unknown patient involvement.